Event description:
A malfunction alarm was reported with the pump during its operation, specifically alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support planned to replace the pump, instructed the customer to use multiple daily injections (mdi) for backup insulin therapy, and guided the customer on storage and return procedures for the malfunctioning pump.